Manufacturer narrative:
Unit received with blank display due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart error test and displacement test or verify battery out limit alarm due to blank display.

Event description:
The customer reported via phone call that the insulin pump had a blank display and battery out limit. The customer¿s blood glucose level was 158 mg/dl at the time of the incident. Customer states the contacts on the battery cap are not missing or damaged. Customer states battery compartment is neither damaged nor corroded. Customer states the spring is neither damaged nor corroded. The customer was assisted with troubleshooting and display did returned back. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.